Event description:
It was reported that the zimmer air dermatome was skipping during cut. Additional information received from the hospital on (B) (6)2010: the surgeon stated he did need to take an additional graft and the surgical time was increased about 30-45 minutes. Also stated that the dermatome was not taking skin evenly across the width of blade. It would not cut on one side the same as the other and then it would contact and take a piece, and then let up again as in skipping.

Manufacturer narrative:
The device was returned to the manufacturer for repair. Device is 14 years old. The device was found to be misaligned, which could have contributed to the reported issue. The cause of the misalignment is unknown.